Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having pain and the physician noticed a bulging on the inflatable penile prosthesis (ipp) right cylinder. A revision surgery was performed, the doctor remeasured and the device was 3 cm shorter, therefore, the cylinder and pump were switched to the appropriate size and final results or satisfactory. No complications were reported and no complications related to the products were reported.

Manufacturer narrative:
Additional information: describe event or problem. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having pain after pumping the device and the physician noticed a bulging on the inflatable penile prosthesis (ipp) right cylinder. A revision surgery was performed, the doctor remeasured and the device was 3 cm shorter, therefore, the cylinder and pump were switched to the appropriate size and final results or satisfactory. No complications were reported and no complications related to the products were reported. Surgery results were good and the patient is expected to fully recover.